Event description:
It was reported by service report that the left siderail top cap broke and cannot be latched in the up position and sharp edges were found. No patient involvement or adverse consequences are reported.